Event description:
During lap cholecystectomy procedure, while using the cautery with the spatula attached, the cautery cord caught on fire. No injury to patient. The physician threw the cord that was on fire away from the patient and equipment was replaced. All equipment was inspected by biomed, safety checks completed and conclusion was that the hand piece extension was weakened and the wires separated causing the arcing to occur.